Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The possible batch number reported as follows: kjm084 mfg date unk, expir. Date unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: procedure date (B)(6) 2017? What was the condition of the (fascia) tissue where suture was used (normal, diseased, weakened)? What post op date did the patient present with symptoms of post op suture breakage? Was there any patient predisposing event (cough, fall, etc) prior to event? What is the surgeon opinion as to relationship of the stratafix suture and the patient event? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Can you identify where on the strand the suture was broken (termination, middle, end)? Do you have the status of suture for evaluation? What are patient age, gender, bmi, weight?

Event description:
It was reported that patient underwent lumbar spinal fusion on unknown date and barbed suture was used on the fascia. Two days after removal of drain, patient experienced subcutaneous hematoma. Second procedure was indicated approximately one week post procedure, and the suture was found broken in several places and removed. A different suture was used to close the wound. The patient is currently hospitalized and condition is stable. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000097422 additional information:- the actual device batch number associated with this event is not known. The possible batch number reported as follows: kjm084 mfg date (B)(6) 2016, expr. Date (B)(6) 2018 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: procedure date (B)(6) 2017? => yes. What was the condition of the (fascia) tissue where suture was used (normal, diseased, weakened) =>no information. What post op date did the patient present with symptoms of post op suture breakage? => no. Only subcutaneous hematoma. Was there any patient predisposing event (cough, fall, etc) prior to event? => no information. What is the surgeon opinion as to relationship of the stratafix suture and the patient event => wound dehiscence occured because of stratafix breakage . What was the date of the second procedure? => (B)(6) 2018. (Previously reported (B)(6) 2017) can you describe the appearance of the suture during the second procedure? => stratafix was broken at several places. Can you identify where on the strand the suture was broken (termination, middle, end)? => no information. Do you have the status of suture for evaluation? => no,we don't. What are patient age, gender, bmi, weight? => no information."